Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: inadequate dielectric strength, improper heating function, and the occurrence of image stripes. A definitive root cause could not be identified. Based on the results of the investigation, the video cable was found to be broken, which results in image stripes and is consistent with the reported allegation of intermittent connection and image problems. The outer tube was damaged, leading to inadequate dielectric strength. In addition, the tesu board was found to be broken, resulting in improper heating function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited intermittent connection and image problem. The issue occurred during procedure. There were no reports of patient harm.